Event description:
The iab leaked. The dr was unable to remove the iab. The iab was surgically removed. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: the iab was entrapped/surgically removed-reported 7/24/98.) (Pt's current status: unk - reported 7/24/98)